Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor position encoder error and keeps on asking to rewind it and re prime with motor error happened 3 times. Customer's blood glucose level was unknown. Customer also stated that the drive support cap was normal. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime/a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file overwritten. (B)(4).